Event description:
The patient's family member reported that patient didn't feel well. Patient was vomiting and couldn't keep any food down. The suspect device was used to check patient's blood glucose and a result of 536mg/dl was obtained. Patient was given insulin and then retest at 336mg/dl. The next morning their blood glucose was 488mg/dl on the suspect device and patient was given insulin. Another test was 502mg/dl and additional insulin was given. A repeat test then was 268mg/dl. Patient was then taken to the hospital and a venous draw result was 500mg/dl. Patient was kept for observation and given a saline IV. No other medical treatment alleged. Level 1 glucose control was used and the result was not within range. The suspect device was replaced with new product then authorized for return to the manufacturer for evaluation.